Event description:
The patient received her scs system on (B)(6) 2010. It was reported that she lost stimulation. A diagnostic test was conducted which revealed invalid impedance readings for all of the lead contacts. An x-ray of her scs system was also taken; however, no visible abnormalities were detected. The patient's lead was removed and replaced on (B)(6) 2010 and effective stimulation was recaptured. The explanted device was returned to the manufacturer on (B)(6) 2010.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.